Manufacturer narrative:
On 25-jul-2024, additional information was received indicating there was no malfunction. The physician believes that the patient was very sick before the ablation and does not blame bwi products. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced ablation of the atrial appendage. It was reported during an afib case, that a left atrial appendage electrical isolation was noticed. Leading up to the event the physician was doing spot ablation. The physician did not confirm if there were any block lines across the patient. They accidentally isolated the appendage. They did an ablation on the anterior microline area. The physician cardioverted because they were mapping during fibrillation which could have been a barrier for the physician. The left atrial appendage electrical isolation was confirmed when they did not receive signals from the catheter there. There was also isolated firing at a slow rate. No medical intervention provided to the patient. The patient was reported to be in stable condition. The physician mentioned that the patient would need a left atrial appendage closure device. Additional information was received indicating the adverse event was noticed after use of bwi products. The physician's opinion on the cause of this adverse event is that it was procedure related. No intervention was provided. The patient did not require extended hospitalization. There was no effusion, tamponade, or need for surgical intervention. The only event was that the appendage was electrically isolated. The outcome of the adverse event is the patient has an isolated appendage and will likely need lifelong anticoagulation or a left atrial appendage occlusion (laao) procedure to remedy the issue. Most of the time the correct catheter settings were selected on the generator. Occasionally the physician will use the 4mm smartablate setting to isolate the posterior wall with an stsf. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note for field d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).